Event description:
It was reported that pump displayed malfunction alarm code 0 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support sent replacement pump.